Manufacturer narrative:
H.6. Investigation: one sample was received. It has the plunger rod-rubber stopper and no solution. The rubber stopper is at the 6ml mark. The plunger rod is separated from the rubber stopper. No manufacturing issues were experienced during the production of these products. The syringe is designed to push the plunger rod down while expelling the saline solution; not to pull the plunger rod back while connected. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Root cause: off label use. The posiflush sp syringe is designed to flush the IV line. Not to pull the plunger back. H3 other text : see h.10.

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe plunger became detached. This was discovered during use. The following information was provided by the initial reporter: material no. 306547, batch no. 9176706 . It was reported that the plunger became detached. We had another syringe where the plunger became detached. We have saved the product. Concern: while checking for blood return prior to administering chemo the pre-filled ns flush plunger came apart. The plunger should have stayed connected. My response was to take the syringe off of the tubing and attach a new syringe to check for blood return. I emptied the ns out of the broken syringe, saved it in a bag.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe plunger became detached. This was discovered during use. The following information was provided by the initial reporter: material no. 306547, batch no. 9176706. It was reported that the plunger became detached. We had another syringe where the plunger became detached. We have saved the product. Concern: while checking for blood return prior to administering chemo the pre-filled ns flush plunger came apart. The plunger should have stayed connected. My response was to take the syringe off of the tubing and attach a new syringe to check for blood return. I emptied the ns out of the broken syringe, saved it in a bag.